Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that their bolus wizard estimate value is not correct. The customer reported a blood glucose value of unknown mg/dl, and the current blood glucose value was 102 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) 78893-01, mmt-326a, mmt-399a, and mmt-1884. Troubleshooting was performed for the high blood glucose. The customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer is using with the auto mode/smartguard feature active at the time of a high blood glucose event. Troubleshooting was performed for the bolus wizard, and the customer was confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No further patient complications were reported. No product return is required for 78893-01, mmt-326a, and mmt-399a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.